Manufacturer narrative:
Device evaluated by simulated use testing, found energy storage problem. Device repaired and returned to customer.

Event description:
Unit went down with a patient on the table. The 235 (high voltage) error. Unit stopped shocking after about 2000 of the 3000 prescribed shocks. Physician commented that the stone fragmented well and the patient would be observed.